Event description:
While loading IV pump segment of tubing into infusion pump, the tubing came apart at the plastic circular area. The line was immediately clamped above pump. The line is primed with ns so no chemotherapy was spilled. Patient admitted to hospital, pharmacy made new bag and was infused after admitted.